Event description:
On (B)(6) 2012, the pt reported that her blood glucose level has been as high as 372 mg/dl and her normal range is 140-150 mg/dl. Her infusion device has not displayed any error messages. The pt switched to her backup infusion device, using the same accessories that were on her primary device. During f/u with the pt, her blood glucose level was 138 mg/dl. She does not think her primary device was functioning properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, and infusion set were requested to be returned for product eval.

Manufacturer narrative:
As the infusion device has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.